Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) due to 25520 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed, and the reported problem error was confirmed but not replicated. System logs revealed the 23017 error, indicating the axis 6 motor, confirming the fault occurred in the field. Upon visual inspection, no issues were found related to the reported event. The complaint was confirmed based on failure analysis. Failure analysis concluded that the axis 6 motor is consistent with the reported event and is a potential root cause.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer called to report that the surgeon side console (ssc2) faulted again at startup, requiring the left master tool manipulator (mtml) to be disabled. The technical support engineer (tse) error log review shows 25520, 707, and 25551 errors reporting from mtml2. The procedure was completed as planned with no reported injury.